Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 06/30/2016. Customer confirms the strips are stored in the kitchen and that the strips were first opened (B)(6) 2015. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found. (B)(4).

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 06/30/2016. Customer confirms the strips are stored in the kitchen and that the strips were first opened (B)(6) 2015. Reviewed meter memory: 1:97mg/dl (B)(6) 2015 04:11:35 pm fasting:yes. 2:151mg/dl (B)(6) 2015 05:58:35 am fasting:yes. 3:162mg/dl (B)(6) 2015 05:57:35 am fasting:yes. 4:132mg/dl (B)(6) 2015 05:43:35 am fasting:yes. 5:129mg/dl (B)(6) 2015 07:46:00 pm fasting:no. No adverse event reported.

Manufacturer narrative:
(B)(4). Product has not yet been returned.